Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical record was provided and reviewed. Approximately four years and five months post deployment, computed tomography revealed there was perforation of the wall of the inferior vena cava by the struts of the filter. Perforation exists into the mesentery/retroperitoneal region. Medially oriented strut perforated approximately 1 cm beyond the wall of the inferior vena cava. There was approximately 4 mm of perforation struts into the mesentery/retroperitoneal fat. There was no filter tilt or fracture. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 06/2013), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated in to the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal area pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for perforation of ivc, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated in to the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal area pain; however, the current status of he patient is unknown.